Event description:
It was reported that the surgical site became infected in and around an implanted plate. The hardware originally, implanted (B)(6) 2014 to address an open reduction internal fixation of the left distal tibia and fibula, was removed on (B)(6) 2014. 1 locking screw was found to be broken. It was reported that "the patient eventually has to have an amputation below the knee". It was reported that there was a non-union of the fracture site. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. This report is for one unknown unk - plate tibia unknown lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.